Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer requested a bolus but the bolus dosage calculated by the pump was too much. The customer did not deliver the bolus. During troubleshooting with tandem technical support, customer reported inputting settings into the pump from an old pump. Review of previous pump settings indicated that the customer had not input the correct values into the new pump and based on those settings, the pump had calculated the bolus correctly. Tandem technical support provided customer with the correct settings. There was no adverse impact to the customer.